Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed.

Event description:
A diabetes certified educator, (B)(6), reported the patient's blood glucose reached between 398 to 400 mg/dl with ketones present after wearing the pod for less than 24 hours. She was feeling sick and was vomiting. At 18:47 she went to the emergency room and upon arrival they treated her with an infusion based therapy. The pod was removed and discarded.